Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) event was reported for this quarter. One (1) device was received for evaluation; one (1) event was confirmed. One (1) device was found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes one (1) malfunction event in which the device disassembled. One (1) reported event had no patient involvement; no patient impact.